Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported during fill 1, the patient encountered a fluid leak coming out from the connection of the patient line and the catheter. Follow up with the patient's caregiver indicated the patient reset up with all new supplies to complete the treatment successfully. The patient did not experience any adverse events as a result of this incident. The patient's effluent was clear.